Manufacturer narrative:
Trackwise complaint number: (B)(4). Internal autonumber: (B)(4). It was reported that the iabp had a blood back event. A getinge fse reported that no service call was dispatched from the customer for this issue. However, the fse completed a pm on the iabp unit, performed all required tests, and released the iabp for clinical service. No patient harm, serious injury or adverse event was reported. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) started alarming leak in line. The patient was assessed, site, and then started to see blood in the iabp tubing/helium tubing. The iabp unit was turned off, clamped tubing, and stopped heparin. There was a contacted attempt to the attending and received the okay to pull the iab. The nurse practioner at bedside pulled the intra-aortic balloon (iab) and help pressure for 15 minutes, placed femoral stopped, no bleeding or hematoma noted and doppler pulses and vital signs were stable. Placed piece in bag and sent for investigation on rupture. No patient harm, serious injury or adverse event was reported. Reported in FDA medwatch report number (B)(4) related complaint trackwise (B)(4).